Event description:
It was reported that the tip of the driver fractured during tightening. The tip was retrieved and the case was completed using an alternate device. There were no reported patient impacts.

Manufacturer narrative:
The device was not returned to zimmer biomet for evaluation. However, a picture was provided. The picture confirms the fractured tip. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. As this failure is regularly occurring with known causes and impacts, a summary investigation was completed. The likely cause for fracture is due to over-torqueing or forces applied off axis.

Manufacturer narrative:
The returned driver was evaluated. The tip was confrimed to have fractured as reported. The cause cannot be determined.

Event description:
It was reported that the tip of the driver fractured during tightening. The tip was retrieved and the case was completed using an alternate device. There were no reported patient impacts.

Manufacturer narrative:
(B)(6). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of the driver fractured during tightening. The tip was retrieved and the case was completed using an alternate device. There were no reported patient impacts.